Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Upon software download an error message was displayed. After device software download on (B)(6) 2015, normal device function resumed. The patient would be monitored with normal follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).